Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been having issues with the ise tests on the cobas integra 400 plus (i400+) starting on (B)(6) 2018. The customer stated that calibrations will fail half of the time and they are constantly needing to calibrate the ise tests throughout the day. Calibrations will fail with a "no fluid detected" or "not enough fluid detected" alarm. These alarms occur even though the system reagent bottles are not low or empty. The customer states that they typically indicate in the analyzer software that the alarmed bottle has been changed and then the system will run for a day or two with no issues. The customer also noted that the same errors occur with patient samples tested in various rack positions or racks. During the same week, a probe crashed, so they changed it. The customer stated that they received erroneous results for one patient sample tested for the na+ electrode (sodium), k+ electrode (potassium), and chloride electrode (chloride) tests on (B)(6) 2018. The erroneous initial results were not reported outside of the laboratory. The customer recalibrated, ran controls, and then repeated the sample. The repeat results were believed to be correct. The sample initially resulted with a sodium value of 250 mmol/l, which repeated as 139 mmol/l. The initial potassium result was 7.9 mmol/l, which repeated as 3.8. The initial chloride result was 23, which repeated as 102 mmol/l. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the wash stations was cracked and there was a leak under the wash station. He replaced the wash station, syringes, and clean level detection cables. He checked the level detection and this passed. He ran quality controls and all were within specifications. He ran precision studies.